Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 6. Reference MFR. Report#: 3006705815-2018-01709, reference MFR. Report#: 1627487-2018-06664, reference MFR. Report#: 1627487-2018-06665, reference MFR. Report#: 1627487-2018-06666, reference MFR. Report#: 1627487-2018-06668. It was reported the patient¿s ipg and extensions were explanted due to infection. The patient was undergoing surgery to electively replace the ipg. The surgeon identified pus at the ipg and extension sites. The patient had recently undergone surgery to implant the extensions for new ipg trial purposes. The surgeon decided to remove the extensions and ipg while the lead and anchors remain implanted. The pocket site was debrided, and the patient was admitted for antibiotic treatment of the infection. Additional information identified the patient has been discharged from the hospital and is doing well.

Event description:
Device 5 of 6 : reference MFR. Report#: 1627487-2018-06663 , reference MFR. Report#: 1627487-2018-06664 , reference MFR. Report#: 1627487-2018-06665 , reference MFR. Report#: 1627487-2018-06666 , reference MFR. Report#: 1627487-2018-06668. Follow up information identified the infection has resolved.

Event description:
Device 5 of 6. Reference MFR. Report#: 3006705815-2018-01709. Reference MFR. Report#: 1627487-2018-06664. Reference MFR. Report#: 1627487-2018-06665. Reference MFR. Report#: 1627487-2018-06666. Reference MFR. Report#: 1627487-2018-06668. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the existing paddle lead and anchors were removed due to infection.

Event description:
Device 5 of 6. Reference MFR. Report#: 3006705815-2018-01709. Reference MFR. Report#: 1627487-2018-06664. Reference MFR. Report#: 1627487-2018-06665. Reference MFR. Report#: 1627487-2018-06666. Reference MFR. Report#: 1627487-2018-06668. Follow up information identified the patient is doing well.